Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01174, 01176, 01177.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Event description:
Allegedly, patient fell while hunting and the stem was broken at neck requiring revision. This device was removed during the revision of another component. This component has been implanted for 11 years 9 months.